Manufacturer narrative:
Results - catheter.

Event description:
It was reported there was an unspecified problem with the catheter and it was replaced. The drug in the pump was not reported; device registration system indicates morphine. The concentration was reported at 50 mg/ml with a minimum flow rate of 2.4 mg/day. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.